Event description:
The facility representative reported a pump that had 4 discharges found during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation was completed and during service testing the 4 discharges were confirmed (battery depleted alarm found on power-up) due to depleted (potentially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, (B)(4).